Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break consistent with the reported inability to obtain a current of injury.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon placing the lead the physician was unable to observe a current of injury to confirm placement. The lead was repositioned with the same outcome. After the helix was retracted to reposition the lead a second time it could subsequently no longer be extended. The lead was removed from the patient and tested on the surgical table but the helix remained retracted. No adverse patient effects were reported.